Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50. Serial: (B)(6). Batch: 19942853, UDI: (B)(4).